Manufacturer narrative:
Corrected data: b1: product problem (lens was not explanted) b5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, into the patients right eye (od) on (B)(6) 2023. The lens was reported as excessive vaulting. The patient returned for post-op visit on (B)(6) 2023 and upon examination, the lens was found to have settled and no exchange was needed. The lens remained implanted. Cause of the event was due to the device. H1: malfunction (lens was not explanted). Claim # (B)(4).

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm icl implantable collamer lens, into the patients right eye (od). The lens was reported as high vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens. Cause of the event was the device. Claim # (B)(4).